Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's sensor cannula broke while inside their body. The patient's blood glucose at the time of incident was 9.2 mmol/l. The caller confirmed that the sensor was not connecting to the pump the morning after insertion, and when the sensor was removed six hours after insertion there was no copper wire attached to the sensor. The caller was unsure if there was no copper wire on the sensor to begin with or if the wire was inside of the customer's body. Troubleshooting was initiated for the sensor break. The caller confirmed that what remained of the sensor was a sensor base with nothing attached to it. Additionally, the sensor was not bent; it was reported as looking perfect. The caller was referred to their health care professional for treatment and was advised to get an x-ray in order to locate the sensor cannula in the body. The broken sensor will be returned for analysis and a replacement sensor was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was bent and retracted inside of the sensor base, also no broken or missing parts were observed during our analysis; unable to confirm if the customer received the sensor in said condition due to the customer required opened and used.